Event description:
It was reported that the left ventricular (lv) lead had dislodged, resulting in loss of capture. X-ray confirmed lead dislodgement. The lead was explanted and replaced. The patient was in stable condition.